Event description:
It was reported that the insulin pump has a bent sensor canulas. Customer's blood glucose reading was 297 mg/dl. Nothing further reported.

Manufacturer narrative:
Findings: reliability analysis inspected 1 opened/used enlite sensor and performed bicarbonate buffer test per dop114-830. Sensor passed per spec with accurate readings. Unable to confirm needle complaint due to customer did not returned insertion needle only sensor. Also found canula bent unable to confirm customer received sensor in said condition due to customer returned opened/used.